Event description:
I used fixodent, and poly grip from approximately (B)(6) 2001 until now. A short time after using these products, I began experiencing numbness and tingling in my extremities. Approximately (B)(6) 2003, I was diagnosed with neuropathy. It is permanent. Continues to get worse. Requires continued medical treatment and medicine. Dose or amount: #1, #2: denture cream. Frequency: several times a day; several times daily. Route: oral. Dates of use: (B)(6) 2001 - present. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.